Manufacturer narrative:
Concomitant medical products: product ID: 3889, lot#: unknown, product type: lead. Other relevant device(s) are: product ID: 3889, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by an advanced evaluation trial patient regarding an external neurostimulator (ens) for urgency frequency. It was reported by trial patient stated that they had a greater urgency to void since having the manufacturer representative (rep) turn up the stimulation two notches. Trial patient thinks that it may be because their wires might have moved. No further complications were reported or anticipated.